Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device hadn't worked for the patient in a long time, patient representative didn't know exactly when the implant stopped working to control the patient's bladder symptoms. Patient representative said that patient was injured in an accident and their memory had been affected by the accident. Patient was trying to get an MRI of their body (outside head area). Patient services (ps) reviewed information about MRI. The patient was redirected to their healthcare provider to further address the issue. Patient representative requested that ps mail healthcare provider (hcp) listings to them.